Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the alarm was found in the logs. The flow sensors were replaced and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6).

Event description:
The hospital reported the unit alarmed and was not able to mechanically ventilate during a case, there was no report of patient injury.